Manufacturer narrative:
This report is submitted on oct 14, 2021.

Event description:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2021 to reduce the skin flap covering the abutment. The implanted device remains.